Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the instrument. The hosp has reported no pt injury occurred.